Event description:
Letter received from plaintiff's atty reports "injuries sustained as a result of defect or negligent workmanship of titanium screws that were used to affix a metal plate in the plaintiff's neck".